Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: sesr01 implantable pulse generator (ipg). (B)(4).

Event description:
It was reported that the patient presented to the emergency room with syncope. Monitoring indicated that there were pauses and loss of capture on the ventricular rhythm. Interrogation revealed the right ventricular (rv) lead threshold had increased to high measurements and low sensing had been documented. The rv lead was replaced. No further patient complications have been reported as a result of this event.